Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cabinet displayed drawer offline message. A technical support specialist (tss) began troubleshooting by closing the application and verifying the network adapters, confirming that internet protocol (ip) version 4 was properly configured for the drawers network adapter. The application was restarted, but the "drawer offline" message persisted. A hard reboot was performed by unplugging the unit for a few minutes, and the drawer switch was turned off and back on; however, the issue remained. The universal serial bus (usb) connection between the all-in-one (aio) and drawers was switched, but no device ids appeared in the tester application. A field service engineer (fse) then confirmed that the cabinet had power and the fan was running, performed a power dissipating reboot, and observed the biometric identifier initialization. The usb connection between the tangent aio and cabinet was recognized, but no local area network (lan) connection was present in the control panel. When lower drawers (5-14) were disconnected, the internal lan connection was detected. Further inspection of the communication sled revealed a loose usb connection, likely due to physical impact. The communication sled board was replaced, medbank support remotely configured the new sled, and all drawers were tested and confirmed to be online and functioning properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower system cabinet displayed drawer offline message. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.